Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support (cts) began troubleshooting with the customer and found the customer may not have been properly loaded the cartridge. The customer declined further troubleshooting with cts. Customer¿s blood glucose was 85 mg/dl.